Event description:
An incident occurred when a tube was removed from the centrifuge and the tech. Stated that the tube broke in their hand, which caused a cut. No stitches were required. All post exposure testing were performed as per facility protocol.